Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. One kink was found on the catheter tubing near the y-fitting approximately 75.2cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed at the sensor connector. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4). Record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that therapy was successful until the patient was moved from the cardiac cath lab table to a cart. There was an "optical sensor failure" generated. The customer tried switching consoles and other troubleshooting methods with some difficulty, but received the same result. The customer was given instruction and was able to transduce the fluid lumen in order to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that therapy was successful until the patient was moved from the cardiac cath lab table to a cart. There was an "optical sensor failure" generated. The customer tried switching consoles and other troubleshooting methods with some difficulty, but received the same result. The customer was given instruction and was able to transduce the fluid lumen in order to continue therapy. There was no reported injury to the patient.